Manufacturer narrative:
Event date: (B)(6) 2019. Report date: 21jan2019. The product support engineer (pse) troubleshot the issue with the customer over the phone. The ventilator was connected to ac (alternate current) power, the led (light emitting diode) was not illuminated. There was no power out of the power supply. The pse recommended that the power supply be replaced. No parts were returned to philips for analysis; therefore, a root cause could not be established.

Event description:
The customer reported that the ventilator only operates on battery. No alternating current (ac) power. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.